Manufacturer narrative:
A company service rep checked the three handpieces and was unable to duplicate the reported tuning problem. The us driver pcb was reseated, and the preventative maintenance was performed with no problems. Investigation, including root cause analysis is in progress. By MFR. This report mailed in to FDA on: 05/18/2007.

Event description:
The facility reported that the three phaco handpieces weren't recognized during the tuning procedure. The patient was on the table, prepped and opened for ninety minutes while they switched to the doctor's portable unit. There was no patient impact other than the delay.